Event description:
It was reported that during a ptca/stent procedure to treat in-stent restenosis, pre-dilatation was performed with an unknown catheter, resulting in dissection proximal to the restenotic stent. Another company's stent was deployed to treat this proximal dissection; another dissection was then observed distal to the restenotic stent, which was treated by deployment of the multi-link stent. Resistance was encountered when the stent delivery system (sds) was inserted into the y-connector, but it was not deemed to be severe and the sds was advanced to the lesion and inflated. The sds was pulled proximal and inflated a second time. Strong resistance was encountered when an attempt was made to withdraw the sds, so the sds was inflated again. The sds was withdrawn 20mm, and resistance was encountered. The sds was advanced and inflated again. The sds was pulled into the guide catheter using force, a separation was suspected. After removal, the c-flex was found to be missing and was believed to remain in the anatomy. Post procedure, flow distal to the stent was reported to be timi grade 2 w/contrast pooling. The stent was reported to be adequately apposed. Reportedly, the pt is doing fine.